Event description:
Boston scientific received information that boston scientific received information that the physician was performing a capture threshold test on this cardiac resynchronization therapy defibrillator (crt-d) during a follow-up appointment. At approximately 0.8 volts the physician attempted to end the test, but the device continued to decrement the outputs down to 0.1 volts when it terminated the test and resumed normal operation. The patient was pacemaker dependent and asystolic for several seconds and had a seizure. The wand was placed on the device, and they got the patient lying down and stabilized. At the time of the call to boston scientific technical services (ts) the patient was fine. Ts discussed with the physician features of the rf telemetry. No additional adverse patient effects were reported and the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.